Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg migration. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was removed or added during the procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg migration. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was removed or added during the procedure. Additional information was received that the patients ipg was sideways in the flank and was not able to connect with the charger.